Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part: 04.211.014s, lot: 7l12054, release to warehouse date: july 17, 2020, expiration date: july 01, 2030, supplier: (B)(4), non-sterile, part: 04.211.014. Lot: 37p3043, manufacturing location: monument, manufacturing date: january 14, 2020, part: 04.210.014, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 14mm, lot: 37p3043 (non-sterile). Four pieces were scrapped after being dropped. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.211.014.999, 2.8mm ti screw blank 14mm 02.7 variable angle w/sd8, lot: 23p8674. Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point met all inspection acceptance criteria. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 5 va lockscr ø2.7 head 2.4 self-tap l14 ta the threads of the screw were deformed at the neck. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. Functional test cannot be performed as the device was received by itself but the alleged misalignment condition can be confirmed since the screw was deformed at the neck might be the reason for the alleged complaint condition. The observed condition of va lockscr ø2.7 head 2.4 self-tap l14 ta in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va lockscr ø2.7 head 2.4 self-tap l14 ta. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawing reflecting the current and manufacture revision was reviewed: 2.7mm variable angle locking screw self tapping, star screw drive recess. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for transcondylar humeral fracture. In the surgery, the plate in question was used. The third hole from the distal end of the plate was drilled with the variable angle drill guide and then the locking screw in question was inserted. The locking screw idled in the hole of the plate and did not lock. In the end, the surgeon was unable to insert the locking screw to the third hole and the surgery was completed successfully. The patient outcome was stable. No further information is available. Concomitant device reported: variable angle drill guide (part # 03.133.007, lot # unknown, quantity 1). This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 14mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.